Manufacturer narrative:
The review of historical data indicated that no other similar complaints was reported for the same sterilization lot . The device history records review concludes that there is no non-conformance / planned deviation in relation with the event reported. The involved product was returned to intervascular and was visually inspected by our quality assurance (qa) supervisor. The conclusion is as follows: " I confirm that there are yellow blots on the product which are defect related to excesses of collagen : cosmetic defect without impact on the product use." "The defect is non acceptable according to the acceptance criteria." The outcome of the investigation would tend to indicate that the issue is related to a presence of collagen excesses which should have been rejected during the 100% visual inspection. Therefore, a non-conformity report has been initiated in order to investigate the root cause and take appropriate corrective actions if necessary.

Event description:
(B)(4). When the customer opened the package, he found yellow blots on the surface of the graft.